Event description:
Same case as # 2029214-2006-7, during an aneurysm treatment procedure with an echelon 10, it was reported the shaft of the catheter broke during insertion into the guide catheter. The physician used a hyperform balloon to inflate in the guiding catheter then withdraws the balloon together with the micro catheter out of the pt. However, some part of the micro catheter was still left in infraclavicular of the pt. No complications were reported to have occurred with the pt as a result of this event.